Event description:
It was reported the v6-2 transducer was leaking oil. The transducer was associated with the affiniti 50 ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. A philips remote service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.